Event description:
It was reported that the customer's insulin pump alarmed no delivery. Troubleshooting was performed. Requested customer to change the battery, rewind the device, and then prime, but the alarm persisted. Performed the self and the displacement tests. The self test passed, but the displacement test failed, and the screen displayed prime 0.0 units. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.